Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient manages her diabetes with novorapid insulin and levemir insulin. Prior to the alleged issue, the patient claims she felt a symptom of drowsy which she associated with high blood glucose. Before contacting her health care professional (hcp), the patient reportedly ate oranges and yogurt which she claims "brings her sugar levels down." The patient contacted her physician by phone and was advised to administered her levemir insulin (45 units) and novorapid insulin (38 units). The patient denied testing on another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting since the patient did not have her testing supplies with her. Replacement products were sent to the patient. Although the patient was given advice to treat with insulin by an hcp, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom occurred before the alleged issue first began. There is no evidence of a delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.